Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a missing end cap is inconclusive due to the state of the sample was returned in. One 22 g x 1 in. Winged infusion set with a y-site was returned for evaluation. An initial visual observation showed no cap was returned on the y-site. An end cap was returned on the proximal luer connector and a protective cover was returned on the needle. No blood residue was observed on the sample; however, a white, crystalline residue was observed within the proximal luer hub. The sample was flushed and pressurized with a 12 ml syringe of water and was found to be patent to infusion and aspiration and no leaks were observed. Leakage was observed from the y-site when the returned end cap was attached to the luer of the y-site; however, when a non-complainant silicone end cap was attached to the luer of the y-site no leakage was observed. A microscopic observation revealed the treads of the returned end cap were damaged. Because the sample was returned outside of any sealed packaging, it was difficult to assess when or where the infusion cap may have gone missing; therefore, this complaint is inconclusive. A lot history review (lhr) of reat1791 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when the wis was opened, it was noted that connector on one of the port was missing and hence didn¿t use the needle. They tried closing the needle with regular end cap but didn¿t find it tight enough as saline was leaking.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that when the wis was opened, it was noted that connector on one of the ports was missing and hence didn¿t use the needle. They tried closing the needle with regular end cap but didn¿t find it tight enough as saline was leaking.